Event description:
It was reported that no readings occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported feeling unwell, experiencing symptoms of thirst, and frequent urination. At that time, the device was displaying a sensor error. The patient sought medical attention at the hospital, where they were treated with IV fluids and administered 1 unit of novorapid insulin. On (B)(6) 2025, the patient remained under observation without receiving additional medication. The patient was discharged on (B)(6) 2025, in the afternoon at approximately 5:00 pm. At the time of this report, the patient is reported to be in stable and okay condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 07/01/2025. Performance data was reviewed. A review of performance data shows that the patient did not experience any sensor error at any point on the alleged date of incident of (B)(6) 2025. Some signal loss was observed on the incident date, but the signal loss only lasted 20 minutes at most, in contrast to the three hours of sensor error alleged by the patient. The availability of backfilled data shows that the patient's estimated glucose values were reading around 4.0 to 5.0 mmol/l around the time of the signal loss, and only reached 16.0 mmol/l at the highest point on (B)(6) 2025. The reported complaint is undetermined. However, as the patient's estimated glucose values (egvs)were relatively low at the time of the signal loss and did not reach a level commensurate with the severity of the hyperglycemia reported on the alleged incident date, inaccurate estimate glucose values were determined to be the most likely root cause of the hyperglycemic event. The allegation was undetermined. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).